Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 3888-33 lot# v080822, implanted: 2008 (B)(6), product type lead product ID: 3888-33 lot# v070165, implanted: 2008 (B)(6), product type lead product ID: 3778-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID: 3708260 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 37742 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID: 3708160 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
2013 (B)(4): it was reported that the patient had lost 70 pounds and had been having trouble recharging his device ever since. It was noted that the patient had recharged the device about a week prior to the event. It was noted that the patient was "in a lot of pain" because the patient's device was not on. It was noted that the patient's implantable neurostimulator (ins) was "turned inside his body." It was noted that the health care professional (hcp) was going to revise. Additional information was requested, but was not available as of the date of this report.